Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube), failure to occlude (close) fallopian tube(s), malposition of essure location of device: fallopian tubes , migration of essure device- location of device: unknown'), uterine perforation ('perforation (uterus)'), autoimmune disorder ('autoimmune disorder - type of disorder:'), seizure ('seizures') and anxiety ('psychological or psychiatric condition: anxiety') in a 47-year-old female patient who had essure (batch no. 1782464, 003951390-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergoes essure confirmation test". The patient's medical history included uterine bleeding, uterine enlargement, thrombosis nos, skin flushed, menorrhagia, endometrial thickening, anemia, endometrial polyp, hyperemia, submucous leiomyoma of uterus, uterine fibroids, prolonged heavy periods, uterine fibroid, fibroids, right lower quadrant pain, insomnia, hot flashes, spotting vaginal and genital hemorrhage. Current weight 228 lbs. Previously administered products included for an unreported indication: provera. Concurrent conditions included body mass index normal. Concomitant products included medroxyprogesterone acetate (provera). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), seizure (seriousness criterion medically significant), anxiety (seriousness criterion medically significant), hypersensitivity ("allergic or hypersensitivity reaction type: unknown"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)") with vaginal discharge, female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fungal infection ("infection (other) describe: yeast"), rash ("rashes or skin conditions"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), clinomania ("reproductive system disorder or type of disorder or condition: hard to get up in the morning standing on both legs,"), dysstasia ("hard to get up in the morning standing on both legs"), blood disorder ("blood or heart disorder/condition"), cardiac disorder ("blood or heart disorder/condition"), tooth disorder ("dental problems"), visual impairment ("vision / eye problems"), eye disorder ("vision / eye problems"), gastrointestinal disorder ("gastrointestinal or digestive system condition - type:"), joint injury ("other injury(ies) or complication please describe: knee"), back injury ("other injury(ies) or complication please describe: back"), alopecia ("hair loss"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), nausea ("nausea"), scar ("too much scar tissues") and pain ("harmonal changes describe:pain\pain: location unknown") and was found to have weight increased ("weight gain/ loss (specify which one) unknown"), uterine leiomyoma ("fibroids") and weight decreased ("weight gain/ loss (specify which one) unknown"). The patient was treated with nerve block. At the time of the report, the fallopian tube perforation, uterine perforation, autoimmune disorder, seizure, anxiety, hypersensitivity, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, fungal infection, rash, urinary tract disorder, bladder disorder, migraine, headache, clinomania, dysstasia, blood disorder, cardiac disorder, tooth disorder, visual impairment, eye disorder, weight increased, gastrointestinal disorder, joint injury, back injury, alopecia, dysmenorrhoea, fatigue, nausea, scar, uterine leiomyoma, pain and weight decreased outcome was unknown. The reporter considered alopecia, anxiety, autoimmune disorder, back injury, bladder disorder, blood disorder, cardiac disorder, clinomania, cystitis, dysmenorrhoea, dysstasia, eye disorder, fallopian tube perforation, fatigue, female sexual dysfunction, fungal infection, gastrointestinal disorder, headache, hypersensitivity, joint injury, migraine, nausea, pain, rash, scar, seizure, tooth disorder, urinary tract disorder, urinary tract infection, uterine leiomyoma, uterine perforation, vaginal infection, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: on unknown date she perform tubal ligation. Information during essure insertion procedure "an essure caffieter was placed into the right fallopian more however, I fired I too early and removed it through the scope. I then placed another essure catlieter in and only one coil could be seen after deployment, but it was properly placed and pictures were taken." If yes, provide the anticipated or scheduled date, the healthcare provider, and the reason(s) for removal: date:(B)(6). Reason(s) for removal: 2019 "but the last doctor I seen said I would take me too long to heal because of the scar tissue. Even though told him all this didn't start until I had these essure along with I have clot more fibroids developing" diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.6 kg/sqm. Lot numbers reported (1782464 and 003951390) are not valid. Most recent follow-up information incorporated above includes: on 12-nov-2019: update of information (batch is not valid) product technical problem. Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube), failure to occlude (close) fallopian tube(s), malposition of essure location of device: fallopian tubes , migration of essure device- location of device: unknown'), uterine perforation ('perforation (uterus)'), autoimmune disorder ('autoimmune disorder - type of disorder:'), seizure ('seizures') and anxiety ('psychological or psychiatric condition: anxiety') in a 47-year-old female patient who had essure (batch no. 1782464,003951390) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergoes essure confirmation test". The patient's medical history included uterine bleeding, uterine enlargement, thrombosis nos, skin flushed, menorrhagia, endometrial thickening, anemia, endometrial polyp, hyperemia, submucous leiomyoma of uterus, uterine fibroids, prolonged heavy periods, uterine fibroid, fibroids, right lower quadrant pain, insomnia, hot flashes, spotting vaginal and genital hemorrhage. Current weight 228 lbs. Previously administered products included for an unreported indication: provera. Concurrent conditions included body mass index normal. Concomitant products included medroxyprogesterone acetate (provera). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), seizure (seriousness criterion medically significant), anxiety (seriousness criterion medically significant), hypersensitivity ("allergic or hypersensitivity reaction type: unknown"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)") with vaginal discharge, female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fungal infection ("infection (other) describe: yeast"), rash ("rashes or skin conditions"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), clinomania ("reproductive system disorder or type of disorder or condition: hard to get up in the morning standing on both legs,"), dysstasia ("hard to get up in the morning standing on both legs"), blood disorder ("blood or heart disorder/condition"), cardiac disorder ("blood or heart disorder/condition"), tooth disorder ("dental problems"), visual impairment ("vision / eye problems"), eye disorder ("vision / eye problems"), gastrointestinal disorder ("gastrointestinal or digestive system condition - type:"), joint injury ("other injury(ies) or complication please describe: knee"), back injury ("other injury(ies) or complication please describe: back"), alopecia ("hair loss"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), nausea ("nausea"), scar ("too much scar tissues") and pain ("harmonal changes describe:pain\pain: location unknown") and was found to have weight increased ("weight gain/ loss (specify which one) unknown"), uterine leiomyoma ("fibroids") and weight decreased ("weight gain/ loss (specify which one) unknown"). The patient was treated with nerve block. At the time of the report, the fallopian tube perforation, uterine perforation, autoimmune disorder, seizure, anxiety, hypersensitivity, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, fungal infection, rash, urinary tract disorder, bladder disorder, migraine, headache, clinomania, dysstasia, blood disorder, cardiac disorder, tooth disorder, visual impairment, eye disorder, weight increased, gastrointestinal disorder, joint injury, back injury, alopecia, dysmenorrhoea, fatigue, nausea, scar, uterine leiomyoma, pain and weight decreased outcome was unknown. The reporter considered alopecia, anxiety, autoimmune disorder, back injury, bladder disorder, blood disorder, cardiac disorder, clinomania, cystitis, dysmenorrhoea, dysstasia, eye disorder, fallopian tube perforation, fatigue, female sexual dysfunction, fungal infection, gastrointestinal disorder, headache, hypersensitivity, joint injury, migraine, nausea, pain, rash, scar, seizure, tooth disorder, urinary tract disorder, urinary tract infection, uterine leiomyoma, uterine perforation, vaginal infection, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: on unknown date she perform tubal ligation. Information during essure insertion procedure "an essure caffieter was placed into the right fallopian more however, I fired I too early and removed it through the scope. I then placed another essure catlieter in and only one coil could be seen after deployment, but it was properly placed and pictures were taken." If yes, provide the anticipated or scheduled date, the healthcare provider, and the reason(s) for removal: date:(B)(6) 2019 reason(s) for removal: "but the last doctor I seen said I would take me too long to heal because of the scar tissue. Even though told him all this didn't start until I had these essure along with I have clot more fibroids developing" diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.6 kg/sqm. Most recent follow-up information incorporated above includes: on 7-nov-2019: pfs received- lot number were added. New events plaintiff did not undergoes essure confirmation test were added. Height, medical history were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube), failure to occlude (close) fallopian tube(s), malposition of essure location of device: fallopian tubes , migration of essure device- location of device: unknown'), uterine perforation ('perforation (uterus)'), autoimmune disorder ('autoimmune disorder - type of disorder:'), seizure ('seizures') and anxiety ('psychological or psychiatric condition: anxiety') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding, uterine enlargement, thrombosis nos, skin flushed, menorrhagia, endometrial thickening, anemia, endometrial polyp, hyperemia, submucous leiomyoma of uterus, uterine fibroids, prolonged heavy periods, uterine fibroid, fibroids, right lower quadrant pain, insomnia, hot flashes, spotting vaginal and genital hemorrhage. Previously administered products included for an unreported indication: provera. Concomitant products included medroxyprogesterone acetate (provera). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), seizure (seriousness criterion medically significant), anxiety (seriousness criterion medically significant), hypersensitivity ("allergic or hypersensitivity reaction type: unknown"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)") with vaginal discharge, female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fungal infection ("infection (other) describe: yeast"), rash ("rashes or skin conditions"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), clinomania ("reproductive system disorder or type of disorder or condition: hard to get up in the morning standing on both legs,"), dysstasia ("hard to get up in the morning standing on both legs"), blood disorder ("blood or heart disorder/condition"), cardiac disorder ("blood or heart disorder/condition"), tooth disorder ("dental problems"), visual impairment ("vision / eye problems"), eye disorder ("vision / eye problems"), gastrointestinal disorder ("gastrointestinal or digestive system condition - type:"), joint injury ("other injury(ies) or complication please describe: knee"), back injury ("other injury(ies) or complication please describe: back"), alopecia ("hair loss"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), nausea ("nausea"), scar ("too much scar tissues") and pain ("hormonal changes describe:pain\pain: location unknown") and was found to have weight increased ("weight gain/ loss (specify which one) unknown"), uterine leiomyoma ("fibroids") and weight decreased ("weight gain/ loss (specify which one) unknown"). The patient was treated with nerve block. At the time of the report, the fallopian tube perforation, uterine perforation, autoimmune disorder, seizure, anxiety, hypersensitivity, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, fungal infection, rash, urinary tract disorder, bladder disorder, migraine, headache, clinomania, dysstasia, blood disorder, cardiac disorder, tooth disorder, visual impairment, eye disorder, weight increased, gastrointestinal disorder, joint injury, back injury, alopecia, dysmenorrhoea, fatigue, nausea, scar, uterine leiomyoma, pain and weight decreased outcome was unknown. The reporter considered alopecia, anxiety, autoimmune disorder, back injury, bladder disorder, blood disorder, cardiac disorder, clinomania, cystitis, dysmenorrhoea, dysstasia, eye disorder, fallopian tube perforation, fatigue, female sexual dysfunction, fungal infection, gastrointestinal disorder, headache, hypersensitivity, joint injury, migraine, nausea, pain, rash, scar, seizure, tooth disorder, urinary tract disorder, urinary tract infection, uterine leiomyoma, uterine perforation, vaginal infection, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: on unknown date she perform tubal ligation. Information during essure insertion procedure "an essure catheter was placed into the right fallopian more however, I fired I too early and removed it through the scope. I then placed another essure catheter in and only one coil could be seen after deployment, but it was properly placed and pictures were taken." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jun-2019: plaintiff fact sheet and medical records received. Events added from pfs-perforation (fallopian tube)\failure to occlude (close) fallopian tube(s)\malposition of essure location of device: fallopian tubes\migration of essure device- location of device\: unknown, perforation (uterus), pain, allergic or hypersensitivity reaction type: unknown, infection (bladder/ urinary tract/vaginal), apareunia (inability to have sexual intercourse), infection (other) describe: yeast, psychological or psychiatric condition: anxiety, autoimmune disorder - type of disorder:, rashes or skin conditions, bladder or urinary problems or changes, migraines / headaches, reproductive system disorder or type of disorder or condition: hard to get up in the morning, standing on both legs, blood or heart disorder/condition, dental problems, vaginal discharge, vision / eye problems, weight gain/ loss (specify which one) unknown, gastrointestinal or digestive system condition, other injury(ies) or complication please describe: knee and back, hair loss, dysmenorrhea (cramping), fatigue, nausea, seizures , too much scar tissues, fibroids. Medical history, historical drug, concomitant drug, reporter information were added. Incident: no lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.